Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited cassette sensor error. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for repair. This device has not been serviced within the review period. Review of event log found cassette not attached properly alarm. Reported problem of cassette sensor error was duplicated by functional test. The cause is a contaminated downstream occlusion (dso) sensor. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair.